Event description:
It was reported that the patient presented in the facility for a non-related surgery. During a device pre-po check, the atrial lead exhibited noise which resulted in auto mode switch episodes. The device was reprogrammed and the lead remained implanted.